Event description:
The customer states that liquid level sense errors have been occurring for various assays on the architect c8000 analyzer. The customer gave one example of an initial calcium assay result of 1.49 mmol/l (5.96mg/dl) that retested at 2.33 mmol/l (9.32 mg/dl) and 2.38 mmol/l (9.52mg/dl). No suspect results were reported from the lab. The customer requested a service call. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.